Manufacturer narrative:
The device was evaluated remotely by the customer with assistance from philips service engineer. A quote was provided to the customer but pending approval for service and repair. Multiple attempts were made to retrieve device repair or diagnostic information, however, yielded no response. It is unknown if any parts or repairs have been conducted. Based upon the information provided, root cause cannot be determined in assessment of this complaint due to lack of further information furnished by the customer. If additional information is later obtained, a supplemental report will be submitted.

Manufacturer narrative:
Date of report: 08sep2021. (B)(6).

Event description:
The customer reported that the touchscreen has lost configuration screen and cannot be calibrated. Patient involvement information is unknown but has been requested. No patient or user harm was reported.